Event description:
The following was reported to gore on august 26,2025 from the viedoc study database: on (B)(6) 2024, a 72-year-old, female patient necessitated a surgical intervention for an iatrogenic injury located in the femoropopliteal bypass graft left leg. Reportedly a 5 mm x 5 cm gore® viabahn® endoprosthesis with propaten bioactive surface (vsx device) device was implanted successfully to the left femoral popliteal bypass graft. The procedure was reportedly successful and there were no patient complications. The patient was discharged from hospital on the (B)(6) 2024. On the (B)(6) 2024, it was reported that the patient presented with a stent graft occlusion. It was not reported if a reintervention was performed or if the patient required hospitalization as a result of the event. Additional information has been requested.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore study number. H3: no, device remains implanted. H6 investigation findings: c19 refers to the product history review. Cbas®heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. Product history review: a review of the manufacturing records indicated the device met pre-release specifications. Further investigation is being performed and will be included in the final report. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act."

Manufacturer narrative:
B5: event summary updated. H6: added b15, c20 replaces c21 and d15 replaces d16. A review of the manufacturing records indicated the device met pre-release specifications. Neither images enabling direct assessment of product performance nor the product itself, which remains implanted, were returned for evaluation. With the information provided to gore, the root cause of the reported event cannot be established.

Event description:
The following was reported to gore on august 26, 2025, from the viedoc study database: on (B)(6) 2024, a 72-year-old, female patient necessitated a surgical intervention for a iatrogenic injury located in the femoropopliteal bypass graft left leg. Reportedly a 5 mm x 5 cm gore® viabahn® endoprosthesis with propaten bioactive surface (vsx device) device was implanted successfully to the left femoral popliteal bypass graft. The procedure was reportedly successful and there were no patient complications. The patient was discharged from hospital on the (B)(6) 2024. On the 2nd of september 2024, it was reported that the patient presented with a stent graft occlusion. It was not reported if a reintervention was performed or if the patient required hospitalization as a result of the event. Additional information was requested but no new information was provided.